Event description:
In this event it was reported that an estylus handpiece attachment became hot while in use; no injury resulted.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The handpiece producing higher temperatures was the result of mechanical issues brought on by failed bearings in the head portion of the head-tail assembly. The handpiece internal components were dry and were not lubricated per the directions for use.